Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for perforation of the ivc. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that approx five years after implantation of a vena cava filter, the filter was noted to have perforated the ivc. The filter was successfully retrieved. There was no reported patient injury.